Event description:
Healthcare professional (hcp) reported a uv-flash transfer set with a broken spike. The transfer set was 2 months old. The home pt (hp) received a transfer set change. No medical intervention was provided as the hp was currently being treated for peritonitis diagnosed on 8/24/1999.